Event description:
It was reported that that during use of the guide/delivery catheter, coronary sinus cannulation was performed, and contrast imaging was performed using the guide/delivery catheter. A balloon was inserted to check the target vein, and then a contrast study was performed; a dissection was identified. Afterwards, vital signs and echocardiography confirmed that there were no marked changes or abnormalities, but in consideration of safety, the lv lead was not placed, and the procedure was completed. Additionally, there was a slight finding of stenosis in the trunk, there was resistance when advancing the guidewire, and there was a possibility that the guide/delivery catheter fell out of the coronary sinus when inserting the balloon and entered another branch when it was cannulated again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the guide/delivery catheter, coronary sinus cannulation was performed, and contrast imaging was performed using the guide/delivery catheter. A competitor balloon was inserted to check the target vein, and then a contrast study was performed; a dissection was identified. Afterwards, vital signs and echocardiography confirmed that there were no marked changes or abnormalities, but in consideration of safety, the lv lead was not placed, and the procedure was completed. Additionally, there was a slight finding of stenosis in the trunk, there was resistance when advancing the competitor guidewire, and there was a possibility that the guide/delivery catheter fell out of the coronary sinus when inserting the competitor balloon and entered another branch when it was cannulated again. No patient complications have been reported as a result of this event.